Event description:
It was reported that the procedure was cancelled post-sedation. A rf3000 radiofrequency generator and two soloist single needle electrodes were selected for use in radiofrequency treatment of an osteoid osteoma, a benign bone tumor that causes pain. The patient was sedated. Everything went well according to the protocol until the start of ablation. The device gave an e02 error message when the start button was pushed, and impedance ranged from 400 to 500 ohms. Attempts were made to start and stop the device, flush saline into the bone canal and ablation tip, dilate canal, change needle position and orientation, check placement of the earthing hoses, and replace new strands (e.g., needle); however, the device continued to give the e02 code and would not work. The patient could not be treated, and the procedure was cancelled. No patient complications were reported.